Event description:
It was reported that thrombosis occurred. A left atrial appendage (laa) closure procedure was performed. During the case heparin was given just before the transseptal puncture (tsp). The initial activated clotting time (act) was greater than 300 seconds. During the exchange for the watchman access system (was), the physician accidentally lost tsp access and fell back to the right side. The was removed from the patient. A small thrombus attached to the fossa on the right side was noticed on transesophageal echocardiogram (tee). The tsp sheath was inserted again and aspirated the clot out, and it was mitigated. The was sheath was flushed and continued the case. No other patient complications were known or seen during this case. The case was successfully completed.